Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics and steroid for seven days (specific date not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2025 for lesion removal with complex closure. The abutment was removed during the same surgery.